Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure following successful stent delivery, upon removal of the delivery system a piece of plastic remained on the guide wire. No patient injury was reported. No other information was provided.